Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient had a "bad lead that caused numerous false shocks." The status of the lead is unknown. No further patient complications have been reported as a result of this event.